Manufacturer narrative:
Original test data reviewed and was determined to be consistent with reported result. Analysis of CT values indicates that the result was just at lod, which is consistent with the sensitivity of the device. Retest was consistent with negative result reported recent literature has demonstrated that saliva based testing methods are more accurate and more sensitive than the nasal swab. Reference: omer sb, simonov m, warren jl, et al. Saliva or nasopharyngeal swab specimens for detection of sars-cov-2. The new england journal of medicine. 2020;383(13):1283-1286. Doi:10.1056/nejmc2016359.

Event description:
Patient tested positive with a test taken on (B)(6) and then negative with a test taken on (B)(6). This is historic complaint. Submission initially submitted via e-mail in absence of emdr reporting not setup.